Event description:
During the atrial fibrillation ablation procedure, an aneurysm of the left femoral vein occurred. After getting access to the left femoral vein, the physician attempted to advance the catheter into the vessel but met resistance. When he withdrew the catheter, the tip was bent. The catheter was exchanged but still had some difficulty advancing it through the vasculature. A venogram was performed showing a large aneuyrsm in the vein. It was then decided to advance the catheter through the right femoral vein instead. The catheter was advanced successfully to the right atrium and the procedure was successfully completed without any adverse events. The physician stated that it may have just been the patient's anatomy that caused bend, but also said he was not using excessive force while trying to advance the catheter. No intervention was needed at the time of the procedure to treat the aneurysm.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.